Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m55 implantable tachy lead (B)(6) 2013; 507652 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that during follow up, the tip of the left ventricular (lv) lead was found dislodged back into the right atrium. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. There were no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the patient is a participant in the product surveillance registry study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.